Event description:
As reported by user facility on medwatch form: new filter non-functional and pt became profoundly hypoglycemic, bradycardic, hypertensive and bad seizures. Tpn did not pass through filter. As reported to the MFR by the user facility: tpn did not pass through the filter. Pt did not receive the tpn infusion and became hypoglycemic, bradycardic, hypertensive and experienced seizures. Info on primary set not available. The tpn was infused on a medifusion 2001 or baxter 8550 pump. The lipids infused without difficulty.